Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings and leaks from the insulin pump. The customer's blood glucose reading was 451 mg/dl. The customer treated with the pump and manual shot. The customer mentioned leaks in her insertion site and her blood glucose ran high. The customer stated that she changed the set a few times and still had the issue. The customer declined to troubleshoot for high readings.